Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using a proglide device with a 6f sheath after an aneurysm interventional procedure. A femoral angiogram was not taken. Reportedly, the successfully deployed device seemed to have achieved hemostasis; however, after sutures were trimmed, the patient started to bleed. Manual arterial compression was used to achieve hemostasis. The lesion was re-assed and re-treated as the patient was resistant to the anticoagulant and an intra stenosis was noted. The second puncture site was successfully closed with another proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.